Event description:
It was reported that during an implant procedure, the spacer was broken after multiple attempts to deploy the device. The physician noted that the four welds holding the spindle cap broke and the device was broken into three different pieces. The broken spacer was removed and the physician replaced the spacer with a smaller size. The implant procedure was completed successfully with a new spacer.